Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an fallopian tube recanalization procedure on (B)(6) 2012 and suture was used. During the procedure the needle pulled off the suture. The procedure was completed with a same like device. There were no adverse patient consequences.